Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 692 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer was not able to get blood glucose come down. Customer cause of hospitalization was diabetic ketoacidosis. Customer is still in the hospital. Customer was wearing the pump a time of hospitalization. Customer was advised to call back in order to troubleshoot.